Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed. In order to perform a proper investigation to confirm the alleged defect and determine the root cause, it is necessary to have the device sample that was involved in this complaint. No corrective actions can be established at this time. If the device sample is received at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that the "column caused fluctuations in ventilator readings of volumes. The column was changed and the problem resolved. Alleged issue reported as detected during use. It was reported there was no injury or consequence to the patient.